Event description:
Complainant alleged that while defibrillating a pt (age & gender unk) via electrode pads, the clinician observed a spark emit from the electrode pads, the display went blank and the device would not power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.